Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant ferritin results was a malfunction in the vacuum line. The fse replaced valve 77 and replaced a fitting. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant results for ferritin (ferr) were obtained on an advia centaur instrument. Results were reported out and questioned by the physicians. The customer reran all the samples and 5 corrected ferr reports were sent to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant results.